Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On unknown dates, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient reported that she had "3 surgeries for her stoma and 3 additional surgeries on her stomach from issues that happened during her stoma surgeries. The patient also reported stoma site area did not heal, bubbling up of stoma site that looked like a blister and underwent exploratory surgery on (B)(6) 2023 in which the stoma site had to be re-stitched from one of previous surgeries. The type of surgeries was unspecified. No further information was available.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received from a physician on 24 aug 2023: on (B)(6) 2023, the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On 20 jun 2023, the patient experienced stoma site not healing and underwent fistula stitching. On (B)(6) 2023, the patient underwent excision of stitch fistula. On (B)(6) 2023, the patient experienced bubbling up around the stoma that looked like a blister. Per reporting physician, the stoma site not healing resolved and the bubbling up around the stoma site that looked like a blister was healing.